Event description:
Surgeon reported that he observed treatment decentration after hyperopic ablation on pt's both eyes which resulted in an unexpected outcome. This report is for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available.(B)(4).